Manufacturer narrative:
Batch review performed on 30 october 2020: lot 1909760: (B)(4) items manufactured and released on 31-mar-2020. Expiration date: 2025-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: liner: mpact 01.32.3648hcat hooded pe hc liner ø36/f (k132879) batch review performed on 30 october 2020. Lot 1910294: (B)(4) items manufactured and released on 22-jan-2020. Expiration date: 2025-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 month after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.